Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4) and protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that a device that was inserted on (B)(6) 2011 had "expelled by itself" and the balloon was deflated. It was further reported that by product inspection, complainant confirmed inflation port was broken.